Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker. Insulin pump received with protruded and loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a crack on the case. The drive support cap is protruded. Crack is seen on the reservoir tube, near the drive support cap. The blood glucose reading is 138 mg/dl. Customer decided to stop the insulin pump therapy. Nothing further reported.